Event description:
During the atrial fibrillation procedure, the non-abbott device (thermocool smarttouch catheter) was inserted into the sheath and while performing rf delivery, the hemostasis valve cap detached from the device. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was identified. No additional venipuncture or septum puncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6, h11 one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath hemostasis cap was noted to be detached from the sheath hub. In addition, subsequent sheath hemostasis seal detachment was also observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device component detachment remains unknown.